Event description:
Customer reported that he was hospitalized for low blood glucose. Customer has spoken with his endocrinologist and stated that they determined the insulin pump was not the cause of the low blood glucose and no troubleshoot was needed. Customer stated the perceived cause of the incident was that he is a brittle diabetic and the lack of meal. Blood glucose value is unknown; customer treated with intravenous drip. Customer had been experiencing low blood glucose for months. It was stated that the drive support cap appears normal. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.